Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had audio beep anomaly. The customer states they did not receive bolus reminder. The customer's blood glucose level at the time of incident was unknown. The customer states the drive support cap was protruded. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display and a constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify the vibrator anomaly due to the blank display. No loose drive support cap anomaly was noted during testing. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.